Manufacturer narrative:
S/w ver 4.11e. Retainer = black. The customer alleged the pump is over delivering causing low bgs for the past 3 or 4 days reported on (B)(6) 2021. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08700 inches. Successfully downloaded the trace/history files using thus and carelink upload was successful. No over delivery anomaly noted during testing. The pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, missing display window cover, cracked battery compartment at the corner of the belt clip rails, cracked battery tube threads, broken belt clip rails, serial number label faded, and pillowing keypad overlay. The pump passed the functional testing. Low bg and over delivery anomaly are not confirmed. The formatted history file list the following manual programmed bolus deliveries for (B)(6) through (B)(6) 2021: (B)(6) 2021 10:40 cl1 bg correction+food bolus normalbolusamountprogrammed = 1.5 bolusamountdelivered = 1.5. (B)(6) 2021 12:05 cl1 food bolus normalbolusamountprogrammed = 3.6 bolusamountdelivered = 3.6. (B)(6) 2021 11:31 cl1 bg correction normalbolusamountprogrammed = 1.1 bolusamountdelivered = 1.1. (B)(6) 2021 15:56 cl1 bg correction normalbolusamountprogrammed = 1.3 bolusamountdelivered = 1.3. (B)(6) 2021 17:23 cl1 food bolus normalbolusamountprogrammed = 4.1 bolusamountdelivered = 4.1. (B)(6) 2021 11:31 cl1 food bolus normalbolusamountprogrammed = 3.8 bolusamountdelivered = 3.8. (B)(6) 2021 12:56 cl1 bg correction normalbolusamountprogrammed = 2.1 bolusamountdelivered = 2.1. (B)(6) 2021 14:45 cl1 food bolus normalbolusamountprogrammed = 3.7 bolusamountdelivered = 3.7. (B)(6) 2021 18:39 cl1 bg correction normalbolusamountprogrammed = 1.9 bolusamountdelivered = 1.9. (B)(6) 2021 11:24 cl1 bg correction normalbolusamountprogrammed = 0.8 bolusamountdelivered = 0.8. (B)(6) 2021 12:30 cl1 bg correction normalbolusamountprogrammed = 4.6 bolusamountdelivered = 4.6. (B)(6) 2021 16:37 bolus wizard normalbolusamountprogrammed = 5 bolusamountdelivered = 5. (B)(6) 2021 16:56 bolus wizard normalbolusamountprogrammed = 4.6 bolusamountdelivered = 4.6. (B)(6) 2021 01:19 cl1 bg correction normalbolusamountprogrammed = 0.7 bolusamountdelivered = 0.7. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had a low blood glucose level of 48 mg/dl. Customer is alleging over delivery of insulin. Customer treated for low blood glucose with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer also reported that the auto mode feature was in use at the time of the low blood glucose event. Insulin pump will be returned for analysis.